Event description:
It was reported that a i.v. Administration sets with control-a-flo regulator leaked at the air vent. The event was identified after completion of the infusion. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.